Event description:
Country of complaint: (B)(6). Sutures from the same box does not fray 1 week post operation and does not absorb. Dr. Has been using the same suture in previous hosp but did not face this problem.

Manufacturer narrative:
Mfg site eval: samples rec'd: 1 unopened pouch. There are no previous complaints of this code batch. There are no units in OEM stock. Tightness test to the sample rec'd was been performed and the unit is tight. Tested the knot pull tensile strength of the closed sample rec'd and the results fulfilled the requirements of the OEM. Degradation test result conducted on the sample rec'd fulfilled OEM requirements. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: n/a.